Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - performance data were collected from the device and analyzed. There were power on reset parameters. A critical random access memoryparity error was logged on (B)(6) 2012. The power on reset severity is considered low as device should be able to recover fully after reset. (B)(4).

Event description:
It was reported that the device had a power on reset. The reset was cleared. The device is still in use. No patient complications have been reported as a result of this event.